Event description:
Healthcare professional reported that after injection in the lips with "juvederm," the patient indicated that "it was too large and did not like it." Healthcare professional reported that the sides of the lips looked "puffy". Hyaluronidase was provided as treatment. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of puffiness is a physiological complication and analysis of the device generally does not assist allergan in determining probable cause of this event.